Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I am writing to formally report severe and persistent health issues potentially linked to my breast implants. I have suffered debilitating symptoms, including, chronic fatigue (not device related), neurological disturbances, breast pain, and systemic inflammation-like symptoms. Recent ultrasound scans revealed implant rupture." This record is for the right side. The device remains implanted.

Event description:
Patient reported "I am writing to formally report severe and persistent health issues potentially linked to my breast implants. I have suffered debilitating symptoms, including, chronic fatigue, neurological disturbances, breast pain, and systemic inflammation-like symptoms. Recent ultrasound scans revealed implant rupture. Despite multiple medical investigations neurological, cardiac, and imaging tests, no other cause has been identified. My symptoms have progressively worsened, severely affecting my quality of life. A recent ultrasound has confirmed possible long-standing leakage in implants, potentially dating back several years. I had never experienced any health issues. I had always been healthy and led a normal, active life with a balanced diet, regular exercise, and a stable work life. However, I have experienced a complex and debilitating illness that has made it difficult to live a normal life. Despite extensive investigations including evaluations for conditions such as multiple sclerosis and other neurological diseases, all my tests have consistently returned normal results. A summary of my symptom history is as follows: sensory disturbances. Blurred vision. Brain fog and concentration difficulties. Persistent fatigue. Burning/stinging sensation in the lips . Digestive issues and intolerance to certain foods. Fluid retention in the body, particularly around the face and abdomen. Flu-like symptoms on and off. Weight gain". Later patient reported "the surgeon found that my implants were in such a deteriorated condition that they had practically disintegrated inside my body. There was no remaining form or structure ¿ the material had turned into a glue-like/slimy mass, which had to be aspirated with a syringe from both breasts" "I am deeply shocked by the condition of the implants and the fact that I carried them inside my body for so many years without knowing how critically damaged they were particularly considering that they were withdrawn from the market" and "had I been informed earlier, I could have avoided years of debilitating illness" "my health has been severely impacted by symptoms that now" after the removal appear to have a direct link to the failure of these implants. This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported "I am writing to formally report severe and persistent health issues potentially linked to my breast implants. I have suffered debilitating symptoms, including, chronic fatigue, neurological disturbances, breast pain, and systemic inflammation-like symptoms. Recent ultrasound scans revealed implant rupture. Despite multiple medical investigations neurological, cardiac, and imaging tests, no other cause has been identified. My symptoms have progressively worsened, severely affecting my quality of life. A recent ultrasound has confirmed possible long-standing leakage in implants, potentially dating back several years. I had never experienced any health issues. I had always been healthy and led a normal, active life with a balanced diet, regular exercise, and a stable work life. However, I have experienced a complex and debilitating illness that has made it difficult to live a normal life. Despite extensive investigations including evaluations for conditions such as multiple sclerosis and other neurological diseases, all my tests have consistently returned normal results. A summary of my symptom history is as follows: sensory disturbances. Blurred vision. Brain fog and concentration difficulties. Persistent fatigue. Burning/stinging sensation in the lips . Digestive issues and intolerance to certain foods. Fluid retention in the body, particularly around the face and abdomen. Flu-like symptoms on and off. Weight gain". Later patient reported "the surgeon found that my implants were in such a deteriorated condition that they had practically disintegrated inside my body. There was no remaining form or structure ¿ the material had turned into a glue-like/slimy mass, which had to be aspirated with a syringe from both breasts" "I am deeply shocked by the condition of the implants and the fact that I carried them inside my body for so many years without knowing how critically damaged they were particularly considering that they were withdrawn from the market" and "had I been informed earlier, I could have avoided years of debilitating illness" "my health has been severely impacted by symptoms that now" after the removal appear to have a direct link to the failure of these implants. This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: silicone migration.